Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high pacing impedance. Programming changes were performed to resolve the issue; the device will continue to be monitored. There were no patient consequences.